Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Functional testing performed on the suspect set was unable to duplicate the reported issue. It is possible mating components were not attached securely during the reported time of use. The root cause of the customer¿s report of a leak was not identified.

Event description:
The customer reported a leak between the connection of a maxzero and bd syringe with medication during an infusion. Although requested, additional event information has not been provided.